Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 20-jan-2026, a distributor reported via email that an ar-3770sp hybrid knee fibertak anchor (knotless and knotted) experienced an issue in which the knotless mechanism broke while tensioning. A replacement anchor was opened to complete the procedure. This was discovered during a let procedure on (B)(6) 2026, with no reported patient harm. Additional information was requested on 22-jan-2026.